Manufacturer narrative:
Concomitant products: product ID 3778-60, serial # (B)(4), implanted: (B)(6) 2007, product type lead; product ID 37742, serial # (B)(4), implanted: (B)(6) 2005, product type programmer, patient; product ID 377760, lot # j0546517v, implanted: (B)(6) 2005, product type lead. (B)(4).

Event description:
It was reported that the last time the patient has surgery to repair the lead that had moved, the patient had a cerebral spinal fluid (csf) leak "for months" and the patient "got a seroma." It was stated that the patient decided to have the device explanted "about two years ago". It was noted that none of the stimulation components were left implanted. Refer to manufacturer report #3004209178-2013-14461 for information on the previous surgery to repair the lead that had moved.